Manufacturer narrative:
The surgeon has chosen not to remove this broken screw. Since this screw was not removed, it was not available for evaluation. No further patient information could be gathered from the surgeon. The surgeon used a pedicle finder from another manufacturer to create the holes for the affected screw. It is unknown if this contributed to this issue or not. The surgical technique for this system clearly states to use the rti surgical pedicle finder when preparing the holes. The pedicle finder that was used has a larger profile then what is supplied with the system. Device still implanted in patient.

Event description:
The patient underwent posterior fusion spinal surgery on (B)(6) 2015. The surgery was from c3 to t2. During a follow up visit it was determined that a 4.5mm screw broke at t2. The surgeon has no plans to revise at this time.